Event description:
Revision surgery - the patient was recently revised from a total shoulder arthroplasty (tsa) to a reverse shoulder prosthesis (rsp) on (B)(6) 2012. The baseplate central screw broke and it needed to be replaced. All of the components with the exception of the stem were removed and replaced with new implants. The surgeon is unsure why the baseplate failed. He mentioned that perhaps the central screw was located in the cement from a previous tsa glenoid which may have allowed for micro motion to occur and cause the repeated stress that led to the break of the central screw. The lot numbers on the products that were removed were illegible.

Manufacturer narrative:
The reason for this revision surgery was to revise the patient from a total shoulder arthroplasty to a reverse shoulder prosthesis and the central screw of the baseplate was broken. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the revision surgery could not be determined with confidence as the components were not returned for examination. The potential causes for this event include: trauma, excessive loads or torques, installation techniques and bad bone quality. None of these were reported in this complaint. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient was revised from a total shoulder arthroplasty (tsa) to a reverse shoulder prosthesis (rsp) on (B)(6) 2012.